Event description:
It was reported that the patient was shocked in 2008 or 2009 and had to have surgery to replace the stimulator. It was reported that the healthcare provider told patient that the stimulator should had lasted longer than it did. It was reported that the shock had resulted in the device turning off and the settings going ¿haywire.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-03747. Additional information received clarified that the correct manufacturing site was site #3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in (B)(6) 2009 the patient had their device implanted. It was stated that on (B)(6) 2009 the patient had surgery to "correct a shock she got from the stove."